Event description:
It was reported that the physician repositioned atrial lead several times due to poor sensing and capture threshold. After repositioning several times, the helix would not extend as the tissue was clogged in the helix. The lead was not used and a new lead was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(6) 2017.